Event description:
During ablation of atrial fibrillation case, a response electrophysiology catheter was unable to get signals from the electrodes on the catheter when it was plugged in. An attempt was made to change a cable to fix the problem but it still would not work. Another catheter was used (different lot #) and the problem was resolved. The patient did well.